Event description:
Beside rn started electrolyte replacement potassium phosphate bag, programmed alaris pump using drug library and set the medication to infuse over 1hr. After 15 min bedside nurse responds to pump alarm, notices pump was alarming due to air in tubing, medication bag was empty. Bedside rn notified physician, patient didn't display any physical distress. Md asked to notify pharmacist. Pharmacist notified. The author discovered the event during rounds (B)(6) 2022. Work order placed to biomed, module secured.